Event description:
It was reported that a pt with (B)(6) developed an infection and had to have the pump explanted. A replacement pump was implanted in a different location to allow the area to heal. The explanted device was sent to pathology for evaluation and is not available for return. On (B)(6) 2015, it was reported that the pt is doing well. Due to the pt's medical condition ((B)(6)), this is the third occurrence of improper healing or suspected infection. The previous events were reported under MFR 3006803715-2015-00034 and MFR 3006803715-2014-00045.

Manufacturer narrative:
(B)(4).